Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended an incorrect bolus amount. During troubleshooting with tandem technical support it was found that the customer programmed the carbohydrate ratio incorrectly. Tandem technical support guided the customer through correcting pump settings. Customer's blood glucose level was not impacted.